Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR: 2134265-2018-01821. It was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure had been attempted using a watchman ® access system and 33mm watchman ® laa closure device & delivery system. The closure device was deployed, but they could not get it in a position to meet the release criteria. The access and delivery system were removed and the procedure was aborted. Several hours after the procedure, the patient developed a large effusion. A pericardiocentesis was performed and total of almost 800cc of fluid was drained. The patient was on novel oral anticoagulant (noac). The patient remains hospitalized and is being treated for heart failure and rapid atrial fibrillation.